Event description:
It was reported by service report that the restraint straps had cuts and holes. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
(B)(4): restraint straps.